Manufacturer narrative:
There is no documentation that there is a causal relationship between the event of peritonitis and the liberty cycler set. Additionally, there is no allegation of a malfunction against the liberty cycler set. There is a possible temporal relationship between the peritonitis and pd therapy. It is unknown if the patient had a breach in aseptic technique resulting in the peritonitis, however, it was documented in the medical records that the patient has recurrent peritonitis and issues with fibrin. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient was hospitalized on (B)(6) 2017 for non-compliance and was diagnosed with peritonitis. The peritoneal dialysis registered nurse stated that the patient¿s peritoneal dialysis (pd) fluid contained 48% neutrophils but was clear in color. On (B)(6) 2017, the patient¿s blood culture results (drawn while hospitalized) were negative. Hospital course unknown. The patient has since been discharged (unknown date). The medical records documented that this patient has a history of recurrent peritonitis and as a former physician self-medicates with antibiotics. It was also noted per the pdrn that he has had complications with fibrin which had been causing unspecified issues with ccpd treatments.

Manufacturer narrative:
Correction: the alleged event is not confirmed. The complaint sample was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."